Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test due to protruded/loose drive support disk. It was unable to perform the occlusion, prime and excessive no delivery tests due to alarms. Unit received with cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming during rewind prime process. Caller stated that the customer had high blood glucose and treated with manual injection. Caller also stated that the customer was hospitalized due to double pneumonia. Nothing further was reported.